Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed the displacement test and self test. No unexpected motor communication error alarm was noted. The insulin pump had minor scratches on the display window, cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed spi to motor pic communication error. Customer's blood glucose reading was 208 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.